Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that during a port placement procedure via an internal jugular vein approach, air was allegedly aspirated when the physician punctured the introducer needle into the vein, and a crack was found on the hub. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one syringe and one introducer needle were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported air/gas in device and fracture issues, as multiple cracks were noted throughout the introducer needle hub. Both the in-house and received syringe were used to infuse the introducer needle and leaks from the hub were observed. Aspiration was attempted and was unsuccessful; only air was aspirated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via an internal jugular vein approach, air was allegedly aspirated when the doctor punctured the introducer needle into the vein, and a crack was found on the hub. The procedure was completed using another device. There was no reported patient injury.